Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the pt used super poligrip at an unknown dosing. At an unknown time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2011, via medical records. In 2004, the pt was diagnosed with rheumatoid arthritis. The pt was hospitalized from (B)(6) 2004, with profound sensory neuropathy of unknown etiology that appeared to be progressing. The pt was hospitalized from (B)(6) 2005, with peripheral neuropathy, resulting in weakness to the hands, wrists, and ankles. The pt was treated with intravenous (IV) steroids, to which she responded well and was later discharged. On (B)(6) 2004, the pt did not have any sensation with sexual intercourse or with attempts to clean her perianal area after bowel movements. However, she maintained her bowel and bladder control. The pt was hospitalized in (B)(6) 2004, whereby magnetic resonance imagings were repeated and showed the same lesions, virtually unchanged. The pt did not respond to IV steroids, as she had in the past, and was transferred to another facility where an extensive neurological workup and lumbar puncture with subsequent tests were performed. A CT of the thorax done in (B)(6) 2004, was consistent with transverse myelitis with subtle changes of increased signal intensity in the posterior columns down to about the t3 level. Upon completion of the studies, the pt was returned to the original facility from (B)(6) 2004. Discharge diagnoses included normal b12 peripheral neuropathy, conversion disorder (large affective component to true illness), and depression and anxiety disorder. The pt was hospitalized from (B)(6) 2005, with left hip pain and low back pain. She had had multiple falls in the last few months and now complained of vague pain deep in her left hip and left low back. A left hip x-ray showed no fracture. Final diagnoses included probable wilson's disease with severe peripheral neuropathy.

Manufacturer narrative:
On (B)(6) 2005, the pt was seen by a neurologist for progressive sensory and motor symptoms, possibly due to copper deficiency myelopathy and secondary neuropathy. She returned after a hospitalization in (B)(6) 2004. The pt had symptoms of progressive sensory changes in her lower extremities, which made walking difficult, beginning in (B)(6) 2004. On (B)(6) 2004, the pt had nerve conduction studies (ncs) / electromyogram (emg) for bilateral lower extremity sensory changes and difficulty with balance. The studies were abnormal with suggestions of sensory motor polyneuropathy, mainly of an axonal type. She began having paresthesias and decreased sensation bilaterally in her feet during this time. Her symptoms progressed in distribution to include her feet up to her mid thorax level. She was diagnosed with transverse myelitis at that time. A magnetic resonance imaging (MRI) of the spine revealed t-2 hyperintensity, mostly in the posterior part of the cervical and upper thoracic cord, which was contiguous in its distribution. B12 value was normal by report. The pt was treated with intravenous (IV) steroids and had some improvement in symptoms and was discharged on a taper of oral steroids. The pt had worsening of her symptoms again in (B)(6) 2004, but IV steroids did not seem to improve her condition. Repeat MRI of her spine revealed similar posterior cord lesions from c2 to t3. MRI of the brain was normal except for mild periventricular white matter disease. Because of her lack of improvement on IV steroid treatment, she was transferred to another facility for further evaluation and treatment. During the hospitalization from (B)(6) 2004, she received an extensive workup. The pt described mild paresthesias and decreased sensation in her hands bilaterally. She had difficulty standing and walking due to ataxic problems associated with her proprioceptive deficits. An MRI was repeated and showed focal t2 hyperintensity in the cervical and upper thoracic cord without enhancement and mildly prominent vessels, which were felt to be within normal limits and not suggestive of dural atrioventricular (av) fistulas. Based on her symptoms and progression, differential diagnoses included infectious myelitis, peroneal plastic problems, or demyelinating disease. The pt was discharged on a prednisone taper and low dose neurontin. Discharge diagnosis included myelopathy of unclear etiology. During this time, physicians discovered neurology literature about copper deficiency causing myelopathy and also neuropathy, particularly in pts with a history of gastric bypass. The pt's primary care physician was contacted and it was recommended that the pt's copper, ceruloplasmin, and zinc levels be checked. On (B)(6) 2005, a serum ceruloplasmin level was undetectable at less than 6 mg/dl (normal 22 to 61), serum copper was undetectable at less than 200 mcg/l (normal 490 to 1840), and serum zinc was elevated at 1467 mcg/l (normal range 670 to 1240). On (B)(6) 2005, an opthalmologic exam revealed no evidence of copper deposition to suggest wilson disease. Serum copper again was undetectable at less than 200. From (B)(6) 2005, the pt noted progressive decreased sensation, including her bilateral upper extremities and her chest and back areas. During (B)(6) 2005, the pt had progressive difficulty with wrist extension and decreased ability to use her hands. She had some tingling in her hand since her previous hospitalizations, but noted that she had progressive difficulty using them. She was started on copper supplements. At this time, after being wheelchair bound since her previous hospitalization, she noted that she was able to take some steps with the walker and external support by her physical therapists. Home health evaluation, physical therapy, and occupational therapy were implemented on an outpatient basis by her primary care physician (pcp). In (B)(6) 2005, the pt continued to be wheelchair bound. During this time, she stopped taking her copper supplements. Although she could do her own transfers in and out of her wheelchair previously, with her inactivity during a trip to visit her son, she became unable to do this. She developed progressive, sharp, proximal, lower extremity pains and cramping. She was started on a duragesic patch for her symptoms. She reportedly was very weak after this trip upon her return and was unable to function. She was hospitalized again. After discharge in (B)(6) 2005, she continued physical therapy three times a week and occupational therapy twice a week. She had not been receiving either of these earlier in the year due to insurance problems. The pt continued to take steps with the walker and ankle/foot orthoses (afos) in (B)(6) 2005, the pt had cramping muscle spasms and clonus with extension of her bilateral lower extremities, occurring about once a week, two to three times a day, when they did occur. The pt also had problems with running over her feet several times because she could not feel herself injuring her feet and sustained several abrasions and lacerations to her feet, which had relatively healed. Due to problems associated with her duragesic patch (which was self-discontinued in the past (B)(6)), the pt continued taking doses of tylenol and aleve for musculoskeletal pains. The pt had problems with incomplete emptying when voiding. The pt maintained that she did not use any zinc related supplements. Impression included progressive sensory changes predominantly effecting her bilateral lower extremities and also affecting her distal upper extremities. This was consistent with copper deficiency related myelopathy/neuropathy, possibly associated with gastric bypass. Overall, her condition was stable and she had minimal motor deficits, only noting problems with wrist extension and ankle dorsiflexion. The pt declined any further workup at this time. The pt's copper level was 11 mcg/dl (normal 80 to 155). On (B)(6) 2005, the pt's condition seemed to have stabilized somewhat, but it had not revealed much in the way of improvement. The pt had not seemed to have developed significant motor deficits, except for the problems with wrist extension and ankle dorsiflexion noted previously. These might be related to secondary lower motor neuropathic problems related to her myelopathy. On (B)(6) 2006, the pt's zinc and copper levels were normal. On (B)(6) 2007, the pt was unable to complete event the most basic activities of daily living, including toileting, dressing, and bathing. She was unable to walk and required a great amount of assistance just to transfer from her wheelchair to her bed. She was unable to use a cane or a walker due to extreme weakness in all four limbs. On (B)(6) 2009, the pt had contractures of hands and legs. On (B)(6) 2011, the pt was using a power wheelchair. Significant findings included neuropathy and contracture deformity. On (B)(6) 2011, the pt was paraplegic, had extremely limited use of legs, and was unable to bear weight. The pt had zinc exposure and copper deficiency, but was no longer exposed to zinc. On (B)(6) 2011, the pt was worried about zinc with fixodent and poligrip because of weakness and history of decreased copper and elevated zinc. Diagnoses included neuropathy. This case has been upgraded to medically serious by gsk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).